Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large clip applier instrument for failure analysis. The large clip applier instrument was analyzed and found to have a broken grip cable at the proximal end (in the housing). As a result, loose grip cable is observed at the distal end. Failure analysis investigations replicated/confirmed the customer reported complaint and found the primary failure to be related to the customer reported complaint. The root cause is attributed to a component failure. Additional observations not reported was the instrument failed mechanical engagement when placed in the system with error code 22020. The instrument inputs failed to engage with the sterile adapter in multiple attempts. As a result, the clip test was unable to be performed. Common causes of engagement failures are attributed to an over-constrained design condition between the mating parts of the instrument and instrument sterile adapter disks. Additionally, signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration. Common causes of the corroded/contaminated instrument bearings are typically attributed to the mishandling/misuse. For example this could by improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, wires at the tip of the large clip applier instrument became loose so the instrument could not fire. A backup 3rd party instrument was used and the procedure was completed with no reported injury.

Manufacturer narrative:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, wires at the tip of the large clip applier instrument became loose so the instrument could not fire. A backup 3rd party instrument was used and the procedure was completed with no reported injury. Based on the claim against the product by the customer noting wires at the tip of the large clip applier instrument became loose so the instrument could not fire, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. An update report will be submitted upon completion of the failure analysis evaluation and if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the instrument log for the large hem-o-lok clip applier instrument (pn# 470230-07 lot# n10210202-0146) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The alleged event occurred on the 44th use with 56 uses remaining of the instrument. Event verification of logs cannot be performed at this time because there is insufficient log information. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The investigation to determine the cause of this reported event is currently in progress.